Event description:
Pt was at home in his bathroom when he heard something fall. He saw his arterial extension on the floor and picked it up and reconnected it. He presented to the dialysis unit the next day and did not tell the nurse about it until after he was hooked up to the bloodlines for dialysis. He was given 15mg of vancomycin per kg of his weight.